Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a height adjuster was found twisted during a routine inspection. This occurred outside of surgery, so there were no surgical or patient impacts.

Manufacturer narrative:
The returned adjuster was examined. The tip was found to be twisted in a manner consistent with screw loosening or removal. The cause is unknown since there are no details available regarding how the device was being used when the damage occurred. However, possible contributors include attempting to back out screws from previously installed constructs or hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.